Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction:environmental testing conditions (control solution) or user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the 5 results obtained. The customer's expected fasting blood glucose test result range is 80 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history ( time not set correctly): (B)(6). Memory concerns: all. Customer has not had any changes in diet. The customer test in the mornings fasting. Customer does not take any medication to manage the diabetes. Customer has had no changes in diet and observed the blood glucose results go up about a month ago. Did not perform a back to back blood test as the strips read out of range with the control solution.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produce high readings on level 30 and 75 levels. R&d root cause investigation is completed. The returned vial was most likely compromised by being left open for an extended period of time;consequently, the strips within the returned vial were exposed to a humid environment. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the 5 results obtained. The customer's expected fasting blood glucose test result range is 80 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 07/21/2016 the meter memory was reviewed for previous test result history ( time not set correctly): (B)(6). Memory concerns: all. Customer has not had any changes in diet. The customer test in the mornings fasting. Customer does not take any medication to manage the diabetes. Customer has had no changes in diet and observed the blood glucose results go up about a month ago. Did not perform a back to back blood test as the strips read out of range with the control solution.